Event description:
The customer reported the ventilator stopped while in use on a patient. The customer reported there was patient involvement and no patient harm. The patient was removed from the ventilator and placed on a different ventilator.